Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (blade/screw guide sleeve, part number 03.037.017, lot number 9519308). The subject device was received at the investigation site. After visual inspection, damage was found to the tab at the tip of the sleeve consistent with the hammering described in the complaint description. Additional deflection of a section of threads was observed where the flat meets the thread. The sleeve assembles correctly with the aiming arm, locking clip, and buttress compression nut, per their intended use, but does not allow the 3.2mm wire guide sleeve to pass (due to the tip deformation). One of the red epoxy indicators is also missing. This issue was not mentioned in the complaint event, but is being addressed by manufacturing. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The complaint description indicates that the problem occurred while disassembling instrumentation after successful implantation. Additionally, a small amount of flattening can be seen on the thread of the guide sleeve. Because of the timing of the complaint event in the procedure, and the observed deformation on the thread, it is likely that the problem was initiated during blade insertion and noticed during disassembly. During blade insertion, a torque is induced on the blade by the rifling in the guide sleeve, guiding it into position in the nail. A reaction torque is created which is transmitted through the flat on the sleeve and d-shaped hole on the aiming arm and into the rigid external construct. As the d-shaped shaft of the guide sleeve attempts to rotate in the d-shaped hole of the aiming arm, the parts can become jammed, and in some cases, locked together. Of the complaint parts, it appears that only the aiming arm and blade/screw guide sleeve contributed to the disassembly difficulty described in the complaint. The guide sleeve was damaged preventing the wire guide from passing through as a result of complaint when the surgeon used the existing instrumentation in an unintended way and ¿hit the blade guide sleeve and helical blade insertion handle with a hammer¿. All other returned parts (insertion handle, compression nut, locking device, blade inserter, connecting screw, coupling screw, and wire guide), were part of the external instrumentation construct during the procedure, but do not seem to have contributed to the complaint event, and their designs are found to be adequate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested based upon the new lot number provided for this device (9519308). The review is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: it was reported that a patient had suffered an intertrochanteric fracture. The surgeon used a trochanter fixation nail system advanced (tfna) in order to treat the injury. The tfna was inserted and the helical blade locked into the nail. The surgeon was not able to take out the helical blade insertion guide, sleeve, 3.2mm wire guide sleeve, or helical blade insertion handle from the percutaneous insertion handle and 130 degree aiming arm. The surgeon had to hit the blade guide sleeve and helical blade insertion handle with a hammer in order to pull out the instrument construct. There was no harm to the patient. The surgery was completed successfully. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the implantation of a trochanteric fixation nail advanced (tfna) system to treat an intertrochanteric fracture, the surgeon was not able to remove the helical blade insertion guide, sleeve and helical blade insertion handle from the percutaneous insertion handle and 130 degree aiming arm. The reported issue occurred after the nail had been implanted and the helical blade locked into the nail. The surgeon had to strike the blade guide sleeve and helical blade insertion handle with a hammer in order to remove the instrument construct. There was no harm to the patient. There was a surgical delay of approximately a few minutes (exact time delay unknown) due to the complaint event. The surgery was completed successfully. This report is 3 of 5 for (B)(4).